Manufacturer narrative:
(B)(4) additional information will be provided once the investigation has been completed.

Event description:
It was reported customer found a mysterious white powder on the suction irrigator.

Manufacturer narrative:
Alleged failure: white powder. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be extreme shipping conditions, incorrect or inadequate packaging, improper storage. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported customer found a mysterious white powder on the suction irrigator.